Manufacturer narrative:
Our records indicate that this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. A revision procedure was performed and the lead was successfully repositioned. The physician indicated that he dislodged the lead when he was suturing it down. No adverse patient effects were reported.